Manufacturer narrative:
Not in manufacturing mode. Unit received with minor scratched lcd window, keypad overlay texture damage, cracked case(battery tube), cracked battery tube threads, cracked case, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test or lock reservoir in place due to missing retainer.

Event description:
It was reported via phone call that damage on retainer ring. Customer's blood glucose value was unknown at the time of the incident. The customer was declined with troubleshooting. Customer will returned device for analysis.